Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host module central processing unit (cpu) was replaced to address the shutdown issue. Unrelated to the reported event, the dvd drive and the lithium battery were replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module central processing unit (cpu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. The system was rebooted to initiate surgery.